Event description:
The device was used during a total abdominal hysterectomy procedure. The instrument misfired. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.